Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. On (B)(6) 2024 the patient experienced abdominal pain and was brought to the hospital by their parent. When a fingerstick was taken at the hospital, the cgm was reading 260 mg/dl, and the blood glucose reading was 430 mg/dl. The patient was treated with intravenous fluids. Follow up tests showed a normal blood sugar level, but no specific blood glucose reading was reported. The patient was discharged on the same day as the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.